Manufacturer narrative:
Patient 2 is (B)(6), born (B)(6) 1941. Patient 2 medications and start dates are as follows: actemra asku folic acid asku leflunomide asku vitamin d (B)(6) 2010 warfarin sodium asku alprazolam (B)(6) 2012 clobetasol propionate (B)(6) 2012 furosemide (B)(6) 2012 lansoprazole (B)(6) 2007 metoprolol tartrate (B)(6) 2012 levothyroxine sodium (B)(6) 2012 hydrocodone acetaminophen (B)(6) 2011 it was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.2 inr/3.02 inr (patient #1) 2) 3.3 inr/2.49 inr (patient #2) no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.